Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2021.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition. Further information was requested but is not available.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in (B)(4) piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.